Event description:
During the procedure, it was noticed that the echotip procore hd endobronchial biopsy needle did not feel right when pushing. After the procedure was completed and upon inspection of the airway of the patient, a fragment of the needle was noted to have broken off inside the patient. The fragmented piece was removed using forceps. No adverse effects to the patient have been reported as occurring as a result of this incident.

Manufacturer narrative:
There were no echo-hd-22-ebus-o-c (echo) devices of lot number c979472 in stock at the time of the complaint investigation. The device has not been returned for evaluation therefore a document based investigation was carried out. From the information provided the distal tip of the needle broke during the procedure. The needle tip was subsequently removed with a forceps and there was no harm to the patient. A possible cause of needle breakage in this incident may be attributed to the patient's anatomy as the physician noted an issue when advancing the device. The customer complaint was confirmed based on the customer testimony. The device was not returned for evaluation, however it was confirmed that no portion of the device remains inside the patient. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the manufacturing records for echo devices of lot number c979472 did not reveal any discrepancies that could have contributed to this complaint issue. The notes section of the instructions for use, that accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." No adverse effects to the patient were reported as a result of this occurrence. Quality engineering will continue to monitor these complaints for potential emerging trends.